Event description:
It was reported that this device had premature battery depletion. The pulse generator was explanted and replaced after approximately seven years of implant time. There were no additional adverse patient effects.